Event description:
Device malfunction: thumb advancer could not be advanced. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the thumb advancer could not be advanced to deploy the clip delivery tube. Upon removal of the device, it appeared that a locator wing was not completely retracted. It is unknown if the safety release and/or the dilator-assisted ports were used to aid in the removal of the device. Additionally, it was not specified how hemostasis was achieved. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.